Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump data log had blood glucose entries of 50 mg/dl and 22 mg/dl. The customer stated that these bgs levels were not experienced and did not know the reason why these were in the pump data log. During troubleshooting with tandem technical service (cts), cts identified in the pump data logs that both carbs and bg values were entered. Customer acknowledged. There was no impact to the customer's blood glucose level.